Event description:
The reporter indicated thay the lead impedance has risen from 800 to 1600 ohms since the last visit. The function of the lead has not been tested. The patient's underlying rhythm is 30 ppm.